Event description:
During generator replacement surgery for end of service, the patient's original lead was noted to be twisted. It was reported that there was "significant tangling of the lead insulation stripping near the generator". The lead was also replaced. Last device diagnostic testing 2002 was within normal limits, indicating proper device function at that time. Investigation to date has been unable to determine whether or not the lead malfunctioned. The patient has reportedly benefited significantly from the vns therapy since implant. No adverse event was reported in conjuction with the possible device malfunction.